Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d4 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient complained of a low heart rate, pacing below the lower programmed rate. Further investigation revealed that the right ventricular (rv) pace/sense lead exhibited t-wave oversensing (twos). The lead was reprogrammed, and the twos was no longer visible. The lead remains in use. No patient complications have been reported as a result of this event.